Event description:
The pt reported blood glucose results of "4.7 mmol/l, 7.6 mmol/l, 11.7 mmol/l, 8.3 mmol/l, 6.4 mmol/l and 6.9 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter and test strips were replaced.